Manufacturer narrative:
(B)(4). This is combined initial and final. D10: item name# unknown femoral component; item# unknown; lot# unknown. Item name# unknown tibia component; item# unknown; lot# unknown. G2- australia. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of the bearing due to it being slightly worn, approximately 14 years post-implantation. Attempts have been made and all additional information received has been included in this report.